Event description:
New information received on (B)(6) 2014 states that the right atrial lead exhibited noise, loss of capture, high impedance and undersensing.

Event description:
It was reported that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.